Manufacturer narrative:
This report is submitted on july 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla unknown), the patient's head was wrapped. Revision surgery to replace the magnet has been completed (date not reported). The implanted device remains.